Manufacturer narrative:
The customer complaint that a burning smell from the autopulse nxt platform (sn (B)(6)) was observed was confirmed during functional testing. However, the smell does not affect the functionality of the platform. The burning smell emitted from the motor is expected since this platform did not have the "pre-baked motor". The burnt smell seemed to dissipate after around four battery run times. The complaint that the autopulse nxt platform stopped compressions after 15-20 minutes was confirmed based on the archive but was not confirmed during functional testing. The platform performed as intended during functional testing. Based on the archive review, the motor temperature reached 110°c, which tripped fault 1290 and stopped compressions. This occurred because the device required more energy to compress larger patients, causing the motor to generate more heat, thereby raising the motor temperature above the thermal limit of 110°c. Per the customer, the patient was 300-350 pounds. The archive data indicated fault 1290 (fault_analog_motor_over_temp): analog motor temperature over the thermal limit, related to the reported complaint. The autopulse nxt platform passed the preliminary functional test without any fault or error. The burning smell may be somewhat normal since this platform serial number did not have the "pre-baked motor." As it heated up, the odor of oil residue burned off from the motor. The platform underwent continuous testing using the medium zoll test fixture (mztf) with 4 batteries until they were discharged without any faults or errors. The burnt smell seemed to dissipate after around four battery run times. The fault code observed in the archive data was not reproduced throughout the functional testing. Following service, the autopulse nxt platform passed the run-in test without any fault or error. The autopulse nxt platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaints, and there was no previous history of complaints for autopulse nxt platform with sn (B)(6).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The autopulse nxt platform in the complaint has not been returned for investigation. Therefore, a physical investigation has not been performed. If the device is received for investigation/evaluation, the ccr will be re-opened.

Event description:
The customer reported on (B)(6) 2024, a burning smell from the autopulse nxt platform (B)(6) was observed and the platform stopped compressions after 15-20 minutes during patient use. The crew switched to manual CPR. The patient was a 300-350 lb. Male in his 60s. Per the customer, there was no warning observed when the platform stopped compressions, other than the smell. The fans continued to run after the device stopped compressions. The smell began subtly, and the origin wasn't immediately obvious. Once they moved the patient outside for transport, the burning electrical odor was quite pronounced but there wasn't an opportunity to deal with it as the resuscitation was actively in progress with the patient on the cot. The unit was also warm to the touch. There was no adverse effect was reported.